Manufacturer narrative:
(B)(4). Additional information: this report was not confirmed due to the lack of a sample. Based on the information gathered during baxter?s investigation, the cause of the alarm was not determined. The lot information was unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) during dwell 1. The hp stated there were no leaks or open clamps. The hp was connected to the machine at the time of the alarm and did not disconnect. The technical service representative (tsr) explained the air alarm to the hp and suggested to call her registered nurse (rn) to inform of the event. The tsr reviewed proper procedures with the hp. The hp confirmed to complete a manual bag to finish therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.